Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed resolving the issue; however, customer received a minimum fill notification after the user filled the cartridge with 260 units with multiple cartridges. The customer's blood glucose level was approximately 150 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.